Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the safety disk was due to be replaced because of the hours. To fix the issue, the fse replaced the safety disk. After replacing the safety disk the fse couldn't get the unit to pass the safety disk leak test. Then the fse returned with another safety disk and it was able to pass the safety disk leak test. The fse was then able to complete the functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee; full name is (B)(6). A contact at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance and upon installation of the new safety disk, the cardiosave intra aortic balloon pump (iabp) unit failed the membrane leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact information: name: (B)(6). The defective components were received for further investigation. The nrc could not verify the failure of the safety disk not passing the safety disk leak test. The safety disk passed testing. Sending the safety disk to sustaining engineering per procedure number 0002-07-d008 rev. Aj.the non-conformances with the returned components were not confirmed. However, the root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h4.

Event description:
N/a.